Event description:
Event description guidant received information that while the patient was recovering in the hospital, this bi-ventricular pacemaker oversensed non-physiologic noise, which resulted in pauses in ventricular pacing. The patient was rolled onto their right side and burped the air from the seal plugs as the wand was place on the device.